Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states that the unit is getting warm. And not misting properly.